Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reported a result of 52 mg/dl on the aviva system. She self- treated with a glucose tablet and nut with cranberry bar. Eleven minutes later she had a result of 299 mg/dl; customer had not washed her hands after touching the self-treatment carbohydrates, and one minute later a result of 75 mg/dl, then one minute later a result of 61 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.